Manufacturer narrative:
Product investigation concluded that there was visual evidence of dried fluid in the cassette compartment. The investigation found no evidence of an equipment failure. The simulated treatment was then performed and completed without failure. The reported complaint was fluid leak, not duplicated during testing. A medical review was performed on the available information and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.

Event description:
Home peritoneal dialysis patient encountered and "air detected in cassette" alarm during drain 5. Patient was unable to clear alarm and stopped treatment. Upon removing the cassette 3-4 ounces of fluid came out from the interior pump door area. Patient did not know where fluid was coming from. Patient did not use cycler again and did manuals until the next day. Patient informed his nurse of the event. Patient had no fever, pain, or infection and continues on cycler.